Manufacturer narrative:
Investigation of this event found that the vitros eci was performing as expected. A second sample drawn several days later was positive by two alternate methods. The true classification is ahiv reactive. Root cause could not be determined at this time but is likely related to this specific patient.

Event description:
A customer observed a negative ahiv result on the vitros eci from a known ahiv reactive pt. The eci result was not reported as the patient was thought to be truly ahiv reactive. Biased results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.